Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage keypad and motor during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test and displacement test or verify unresponsive button and a21 alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and insulin pump¿s button were unresponsive. The customer¿s blood glucose level was unknown. Customer reports on first occurrence, they were able to clear the alarm but not able to complete rewind. Customer stated that they got in water and the insulin pump stopped work and had unexpected restart alarm but the buttons were not working so customer can not clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.